Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged hemorrhaging is related to activ.a.c.¿ therapy system the patient could not determine if the alleged hemorrhaging was related to the activ.a.c.¿ therapy system or the home health agency's use of the device. There have been several attempts made to gather additional information, but there has been no response. It is unknown if either medical or surgical intervention was performed or if a blood transfusion was required. Device labeling, available in print and online, states: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. ¿ patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: ¿ suturing of the blood vessel (native anastomosis or grafts)/organ ¿ infection ¿ trauma ¿ radiation ¿ patients without adequate wound hemostasis ¿ patients who have been administered anticoagulants or platelet aggregation inhibitors ¿ patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Warnings protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bio-engineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode when used when initiating therapy. Caution should be taken when treating large wounds that may contain hidden vessels which may not be readily apparent. The patient should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician.

Event description:
On oct 26 2017, the following information was reported to kci by the patient: v.a.c.® therapy caused her to ¿almost bleeding out and dying.¿ on nov 06 2017, the following information was reported to kci by the patient: she was not sure if the event was the unit's fault or her home health agency not knowing how to use the machine. No additional information is available. On sep 12 2017, the device with cords was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On oct 30 2017, kci quality engineering determined the patient refused pick up of the device. The unit remains with the patient to date and is not available for evaluation in kci quality engineering.

Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged hemorrhaging is related to activ.a.c.¿ therapy system.

Event description:
On sep 12 2017, the device was tested per quality control (qc) procedure by kci service center, and the unit passed the qc checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On jan 03 2018, the device was tested per qc procedure by kci quality engineering, and unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.